Event description:
Additional information received indicated that the device was explanted and replaced.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited post-sensed t-wave oversensing and variable r-waves when the asymptomatic patient presented at the hospital. The oversensing was noted on a stored egm. Upon further analysis of the egms, it was noted that the patient received possible inappropriate shock therapies. Programming changes were made, and the defibrillation test was performed successfully.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.